Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead exhibited loss of capture and low sensing threshold due to dislodgement. The lead was replaced.